Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had gray screen. The customer stated insulin pump had an hardware low level failures error alarm on the last day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test and displacement test. Power connector plug in and locked in place properly. No missing segments/partial display noted. Unit shows no damage on lcd controller or lcd glass. Pump error 63 confirmed in pump history with variable due to broken trace on keypad assembly.